Event description:
The customer called to report that she was hospitalized a few days ago due to no delivery alarms. The customer stated that the doctors looked at the insulin pump, and determined that it needed to be replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.